Event description:
Update: (B)(6) 2012 - patient fact sheet was received, which identified lot information for stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address stem loosening and pain. Report also noted that the cup was not well fixed.

Manufacturer narrative:
The report states patient was revised to address stem loosening and pain. Report also noted that the cup was not well fixed. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right side). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address stem loosening and pain. Report also noted that the cup was not well fixed. On (B)(4) 2012 litigation papers received which lists the patient also suffered from elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.